Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up and down arrow keypad buttons were less responsive. The reporter stated the keypad was torn at the down arrow for a few weeks and was unable to confirm whether tactile changes or damage occurred first. The patient reportedly wore the pump in a case, attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the keypad was torn along the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the down and contrast key contacts. Unrelated to the complaint, moisture corrosion was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.